Event description:
It was reported that difficulty removing the guidewire occurred. The target lesion was located in the severely tortuous and mildly calcified internal iliac artery (iia). An 18 165cm transend guidewire was selected for endovascular aneurysm repair procedure. However, during the procedure, it was noted that the tip of the device got stuck and was damaged upon removal. The procedure was completed with another of the same device. No patient injury reported. It was further reported that the target lesion has no stenosis. The device was bent/kinked. The tip of the wire broke and could not be reshaped. The coil was removed together with the catheter. No additional interventions were performed. For the coil stuck, the catheter was removed, and both the delivery wire and coil were withdrawn outside the body so the procedure could continue.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that difficulty removing the guidewire occurred. The target lesion was located in the severely tortuous and mildly calcified internal iliac artery (iia). An 18 165 cm transend guidewire was selected for endovascular aneurysm repair procedure. However, during the procedure, it was noted that the tip of the device got stuck and was damaged upon removal. The procedure was completed with another of the same device. No patient injury reported.